Manufacturer narrative:
Device is combination product(B)(4). Device evaluated by manufacturer - as a device has not been returned, a technical analysis cannot be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4)

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture, vessel rupture and patient death occurred. Vascular access was obtained via the femoral artery. The 75-85% stenosed, eccentric de novo lesion measuring 2.5-3.0mm in diameter and 42-46mm in length was located in a severely calcified and moderately tortuous proximal to mid left anterior descending artery (lad). A 3.0x8mm promus stent was deployed in the proximal lad. The mid lad was then predilated with a 2.0x20mm non bsc balloon that was inflated two times to 10 atms for 5 seconds each. Resistance was noted while advancing the balloon for predilation. During the predilation, a non bsc guide wire "dislodged" and a vessel dissection occurred. The lad was rewired and a 2.5x28mm promus element stent was deployed for 10 seconds in the mid lad overlapping the promus stent in an attempt to treat the dissection. During the deployment of the promus element stent, the stent delivery system balloon ruptured on the first inflation. The stent was successfully deployed; however, the damage to the vessel worsened upon deployment of the stent. A 3.0x16mm non bsc stent was advanced to the lesion in an attempt to treat the ruptured vessel, but the stent became unstable during balloon pressurization and was not deployed. A 2.0x20mm non bsc stent was deployed at 6 atms for 5 minutes, but no improvement was noted. The physician attempted to treat the vessel rupture further with a 3.0x16mm stent; however, the patient developed a drop in blood pressure, cardiac tamponade and pericardial effusion. Pericardiocentesis was performed. The patient subsequently expired. The cause of death is listed as cardiac arrest. This product is only ous approved but it is similar to an approved us device.